Event description:
It was reported that a patient's generator was unable to be interrogated with three different programming systems. No error messages were received, just that the generator could not be found. The representative tried multiple wand positions. The representative was able to interrogate the demo generator without an issues. The generator was highly visible through the skin and easily palpated. The patient could not feel normal or magnet stimulation when the magnet was swiped. The patient's mother noted that the patient used to cough with stimulation but no longer does. The patient also experienced a grand mal seizures which she had not had since before the vns. It was noted that the patient had an ovary removed in (B)(6) 2019 and since then the patient has experienced an increase in seizures above vns baseline. It was unknown whether electrocautery was used during the procedure. The health care professional believes the cause of the patient's new seizures type, increased seizures, and stimulation not being able to be perceived, is due to battery depletion. The physician knew of no external factors that could be contributing to the patient's seizures. It was stated that all troubleshooting steps were attempted to eliminate electromagnetic interference and connectivity issues. A generator reset was performed and was completed, however the generator still could not be interrogated. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that at the last visit, they could not interrogate the device. They used several different programmers and received nothing. Information was received confirming that the patient's symptoms of increased seizures and altered perception of stimulation occurred when the patient underwent surgery with electrocautery in (B)(6) 2019. No data was available for review past the date of the patient's surgery. No surgical intervention has been reported to date. No additional relevant information has been received to date.